Event description:
It was reported that, the patient had right total hip replacement surgery at neurologic & orthopedic institute of chicago. It was further reported that, the trident hemispherical acetabular shell that was implanted, was party of the recall.

Manufacturer narrative:
The DHR indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The chr indicated that there were no similar events for the reported lot. Medical records reviewed: the clinical consultant indicated, "no demonstration of either a loose acetabular inserted or a migrated primary acetabular shell is noted. If a stable primary acetabular shell had fibrous fixation with scant bony ingrowth in this patient with chronic steroid use it would not be surprising or likely to be symptomatic. Recurrent subluxation in a multiple sclerosis patient with spasticity and poor motor control was also likely related to the description of the acetabular component in "neutral to almost retroverted position" with an alumina insert that is only available in zero degrees. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. The investigation suggests that the recurrent subluxation in a multiple sclerosis patient with spasticity and poor motor control was also likely related to the description of the acetabular component in "neutral to almost retroverted position" with an alumina insert that is only available in zero degrees. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.